Event description:
It was reported that the right atrial and ventricular leads exhibited noise. It was unknown when the noise began. Both leads were explanted and replaced. The patient was in stable condition.

Event description:
New information received on (B)(6) 2018 indicating that both right atrial and right ventricular lead exhibited oversensing.

Manufacturer narrative:
Correction: the lead was not explanted. The lead was capped on (B)(4) /18.

Event description:
The lead was capped on (B)(4) 18 and not explanted.